Event description:
It was reported that the patient presented in the hospital. During device check it was noted that, the possibility of current leakage of the right ventricular lead and the circuit was damaged was suspected. The lead failed to deliver shock therapy successfully. The lead was explanted and replaced. The patient¿s condition was well with no issues after the procedure.

Manufacturer narrative:
Final analysis found a complete lead was returned for analysis in three pieces. Signs of compression were noted at 26.8 cm to 28.5 cm from the distal tip consistent with clavicle crush forces. No breaching of any cable lumens were noted in the clavicle crush region. Internal insulation abrasion was noted at 17.5 cm to 18.3 cm from the distal tip. The insulation abrasion breached the rv cable lumen with an abrasion noted to one of the etfe cable coating.